Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during an open cesarean section procedure while using an interrupted suturing technique, the threads of two sutures broke during closing of the skin. Another suture from the same package was used in order to complete the case. There was no patient injury.